Event description:
A caller reported an error related to the continuous glucose monitor labeled as error 42, specifically with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset, and the caller planned to reset the pump when ready, with a follow-up if the issue persisted.